Event description:
It was reported that after centrifugation with bd vacutainer® sst¿ ii advance plus blood collection tubes fibrin threads were in tubes and clogged the analyzer. There was no report of patient impact. The following information was provided by the initial reporter: after centrifugation, fibrin threads remain in the test tubes, which leads to stopping the work of the immunochemical analyzer, namely clogging of the needle, etc. In their work, laboratory workers are guided by all the advice according to the manufacturer's instructions for the test tubes.

Manufacturer narrative:
H.6. Investigation summary: bd received 16 samples and 1 photo and 1 video for investigation. The photo/video was reviewed and the customer¿s indicated failure mode for fibrin was observed. The samples were tested and the indicated failure mode for fibrin was not observed. There were no difficulties encountered during blood collection as all tubes exhibited proper fill. Bd was unable to duplicate the customer¿s indicated failure mode, fibrin, because the defect was not evident in the testing of the complaint lot samples. All visual observations of both customer returned and control samples tested demonstrated clinically acceptable performance. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for fibrin based on the photo/video provided. Testing of customer returned samples was satisfactory. Bd was unable to confirm this complaint for clogged instrumentation based on the investigation completed. Bd was not able to identify a root cause for the indicated failure modes. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. The following fields have been updated with additional information. D9: device available for evaluation: yes. D9: returned to manufacturer on: 23-oct-2023.

Event description:
It was reported that after centrifugation with bd vacutainer® sst¿ ii advance plus blood collection tubes fibrin threads were in tubes and clogged the analyzer. There was no report of patient impact. The following information was provided by the initial reporter: after centrifugation, fibrin threads remain in the test tubes, which leads to stopping the work of the immunochemical analyzer, namely clogging of the needle, etc. In their work, laboratory workers are guided by all the advice according to the manufacturer's instructions for the test tubes.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.